Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received inappropriate anti-tachycardia pacing (atp) due to atrial fibrillation (af) with rapid ventricular response. Additional information received indicated that technical services (ts) reviewed the ventricular tachy events and stated that the cause for the inappropriate delivery of atp was due atrial undersensing and due to rhythmmatch scores of less than 94% resulting in uncorrelated beats. Noise was noted on the shock electrogram (egm). Ts recommended programming options and recommended to consider performing a defibrillation threshold (dft) test to ensure appropriate shock efficacy in this shock vector configuration. This device remains in service. No adverse patient effects were reported.